Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 7/20/2020 1.section d. Box 4. Lot# 2.section d. Box 4. Expiration date 3.section d. Box 4. Catalog# 4.section d. Box 4. UDI 5.section d. Box 4. Device manufacture date 6.section h. Box 6. Method code 3 7.section h. Box 10. Additional info the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2020-00964.

Event description:
The patient was undergoing a coil embolization procedure in the lienal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician placed four penumbra coils in the target vessel using the handle. While attempting to detach the last ruby coil, the handle failed to detach the ruby coil. Therefore, the ruby coil was removed. The procedure ended after the coil was removed. There was no report of an adverse effect to the patient.